Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : endoleak, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), as gore was unable to determine which device/device component is involved in this reportable adverse event of preventive treatment for type ii endoleaks, the following additional device will be identified in this report: catalog #tgmr373720j, serial # (B)(6), UDI # (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024 , the patient underwent endovascular treatment of chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. Two ctagacs were implanted from aortic arch to the descending aorta. The procedure was performed using the retrograde in-situ branched stentgraft (ribs) technique, and stent grafts were placed in the brachiocephalic artery and left subclavian artery, respectively. The procedure was completed without any endoleaks. On (B)(6) 2025 , a reintervention was performed for the false lumen enlargement. The cause of the false lumen enlargement was a retrograde endoleak from the distal side. Although the exact site of the retrograde flow was unclear, it extended to the treatment site where the distal ctagac had been placed. As treatments, plugs were placed into the false lumen via access through the re-entry site. Although efforts were made to seal the retrograde flow, a small residual leak persisted. Additionally, to prevent type ii endoleaks, three intercostal arteries were embolized with coils, and the procedure was completed.